Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: based on customer feedback, the embedded fm was generated in the cover molding process. The embedded fm may come from a very small amount of rubber-like fm mixed in the raw material (resin polypropylene) which was used in the cover, and rubber-like fm was melted with the raw material in the molding process. Due to the very low probability of occurrence and defect rate, it could not be detected in the hourly inspection. Investigation conclusion: DHR was reviewed no qn found. Rationale: no CAPA required.

Event description:
It was reported that there was foreign matter on needle tip with a bd ultra-fine¿ nano pen needle. The following information was provided by the initial reporter: customer found foreign matter, which suspected to be worn eggs on the needle tip after unwrapped the package contaminated needle wasn't used.